Event description:
It was reported that when the bd plastipak¿ luer-lok¿ syringe was unpacked before use, the unit packaging tore and compromised the product's sterility. This occurred with 22 syringes in total. The following information was provided by the initial reporter, translated from french to english: "when the packaged syringes are unpacked, the unit packaging of the products tears and therefore the component loses its sterility."

Manufacturer narrative:
H.6. Investigation: twenty-two blister packs and two photos were provided to our quality team for investigation. Through visual inspection of the samples it was observed that the sealing cord was incorrect and one side of the blister package is not sealed, the package noted not to be cut correctly. A device history record review did not reveal any documented quality issues during the production of lot number 1910751 that could have contributed to this incident. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this malfunction occurred due to a failure with the cutters. As a result, the packaging was cut in the incorrect portion, resulting in the issue with the product reported. Manufacturing personnel have been made aware of this incident. Based on the preventive measures in place and the current inspection plan, we believe this is an isolated incident with an unlikely reoccurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd plastipak¿ luer-lok¿ syringe was unpacked before use, the unit packaging tore and compromised the product's sterility. This occurred with 22 syringes in total. The following information was provided by the initial reporter, translated from french to english: "when the packaged syringes are unpacked, the unit packaging of the products tears and therefore the component loses its sterility."